Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.

Event description:
The customer reported leaking of tpn solution from the first y-site. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.